Event description:
Per rn: prior to procedure for insertion of PICC line, personal protective equipment in place, aseptic technique followed. Footprint 1.9fr PICC tray opened, first drape lifted from tray and a dark hair approximately 1 inch long noted on second layer of sterile drapes. Procedure postponed, new ppe donned after hand hygiene, new tray opened and examined, sterile technique observed and insertion of PICC line proceeded.======================manufacturer response for peripheral inserted central catheter kit 1.9fr with peel-away sheath introducer, (brand not provided) (per site reporter).======================spoke with footprint. They said they would be sending shipping information probably monday so they can investigate.